Event description:
It was reported that there was several noise episodes on the atrial channel daily. Reprogramming was recommended but patient opted for no reprogramming to be performed. Patient will be monitored at next follow up and also via remote follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed. The patient will be monitored.